Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, the surgeon found some burnt-like object/marking on the back of the electrode¿s tip (225028) while in use. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable and the connector are in good condition as well as the pins. The tip shows signs of activation, tissue debris could be observed. The suction tube shows saline and blood residues. On a deeper review of the electrode tip, a small mark could be observed at the back of the tip. Therefore, the electrode was sent to the manufacturer for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The active tip of the device shows signs of activation with tissue debris around the periphery and in the suction port. Inspection of the rear of the cut return cap shows a hole in the surface. The return wire and epotek are visible through the hole. There are black marks on the ceramic, which could potentially be from a cleaning operation. The device has been returned with the suction control valve in the ¿open¿ position. The suction tube shows signs of saline residue. Finally, no visible damage on shaft, handle and cable. Supplier summary: the returned device successfully passed both the electrical and functional tests. However, as per customer report there was a black mark on the return cap. Closer inspection revealed that this was actually a hole in the return cap. The return wire and epotek was visible through the hole. The exact root cause remains as unknown. It may be possible that the defect has been caused by the welding process during the manufacturing process however this cannot be confirmed and a CAPA has been initiated to investigate this failure mode further in an effort to determine root cause and identify any potential corrective actions. The customer also claimed that the handle got hot during evaporation. The testing performed on the device did not highlight any issues that would suggest why the customer experienced the handle warming. If the suction path was partially restricted this can result in the saline increasing in temperature which will transfer through the suction path located in the handle. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: device codes: subsequent follow-up with the customer, additional information was received. It was reported that the handle of the probe got hot during evaporation. Therefore, excessive heating has been added to reflect this additional information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [u1911175] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arcr (arthroscopic rotator cuff repair) performed on (B)(6) 2020, it was observed that there were some burnt-like object/marking on the back of the electrode¿s tip (225028) while in use. The procedure was completed with the electrode in question without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The issue was noticed during the procedure, so it is not known whether the object/marking has stuck on the electrode prior to the procedure. There were no patient consequences reported. No additional information was provided.